Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator was perforated at 0.9¿ proximal to the distal tip. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator perforation remains unknown.

Event description:
During a procedure, there was a puncture made in the sheath. During device preparation, it was noted that the sheath had an abnormal curve. When the needle was raised in the sheath, it made a hole in the sheath and therefore did not follow the standard path of the sheath in order to be able to perform the transseptal puncture. The sheath was replaced, and the procedure was successfully completed with no adverse consequences to the patient.